Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
As per additional information received the patient had pelvic pain, abnormal uterine bleeding, general stress urinary incontinence, cystocele and rectocele, persistant right ovarian cyst. The procedure performed was laparoscopic assisted vaginal hysterectomy, right salpingooophorectomy, anterior-posterior repair of pubovaginal sling. Postoperative complications are on (B)(6) 2004 patient had I intraperitoneal bleeding. Assessed with status-post elevated hsr. Status-post vaginal pubovaginal sling anterior posterior repair now with what appears to be intraabdominal bleeding. Scheduled for diagnostic laparoscopy. Cauterization of blood vessel, evacuation of hematoma . On (B)(6) 2004: patient had post-operative bleeding. She went to the hospital for catheter removal and had pain in her right hip. Foley removed. The patient had frequent urination, large amount with self-catheterization, pain.